Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces measuring 12.9cm from the connector pin and 52.1cm from the distal tip. Without return of the entire lead, a complete evaluation could not be performed. Full electrical tests could not be performed due to the condition of the lead.

Event description:
It was reported that a sensing anomaly was observed. The lead was explanted.